Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6947 implantable tachy lead: (B)(6) 2003. 6937a implantable tachy lead: (B)(6) 2003. 692625 implantable lead adaptor: (B)(6) 2003. 5076 implantable pacing lead: (B)(6) 2003. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) unexpectedly. The device was explanted and replaced. No patient complications have been reported as a result of this event.